Manufacturer narrative:
(B)(4).

Event description:
It was reported during a system replacement surgery on (B)(6) 2015, the patient's oxygen saturation levels began to decline into the 20s when the new lead was being placed. Attempts to restore patient's oxygen while the patient was prone on the operating table were unsuccessful. The patient was flipped onto his back and intubated in order to restore breathing. Once stable and vitals were restored, the patient was put into the prone position and the neurosurgeon completed implanting the lead and ipg while the patient was under general anesthesia. The procedure was extended by approximately 45 minutes.